Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was laser atherectomy with distal embolic protection of in-stent segment of the sfa. While loading the laser catheter onto back end of spider wire, the spider wire snapped in two. The actual break point was outside of the sheath/body but the filter was deployed at the time. The remaining wire and filter were retrieved using a cut down and support catheter.